Manufacturer narrative:
A clavicle crush damaging/breaching the outer and inner insulations and fracturing all filars of the outer coil was noted at 24.0 cm from the connector pin. This is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead exhibited noise. The rv lead was explanted and replaced. The patient was stable.